Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and/or headache, kidney disease/toxicity, and now only have one functioning kidney. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation and there is no contact information to gain additional information. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and/or headache, kidney disease/toxicity, and now only have one functioning kidney. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation and there is no contact information to gain additional information. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.